Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day follow-up, computed tomography (CT) angiography showed a thrombus on the closure device. The thrombus was laminar and non-mobile. There was also a residual jet flow of 3mm. The patient was instructed to continue aspirin and started on eliquis twice daily. The patient is expected to have follow up imaging.

Manufacturer narrative:
H10: linked as a duplicate to MDR 2124215-2025-71041.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day follow-up, computed tomography (CT) angiography showed a thrombus on the closure device. The thrombus was laminar and non-mobile. There was also a residual jet flow of 3mm. The patient was instructed to continue aspirin and started on eliquis twice daily. The patient is expected to have follow up imaging.

Manufacturer narrative:
A3a: patient sex added. A3b: patient gender added. B5: additional detail of event added.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day follow-up, computed tomography (CT) angiography showed a thrombus on the closure device. The thrombus was laminar and non-mobile. There was also a residual jet flow of 3mm. The patient was instructed to continue aspirin and started on eliquis twice daily. The patient is expected to have follow up imaging. It was further reported that the patient had a follow-up computed tomography angiography (cta) on (B)(6) 2026 which showed the thrombus was still present.